Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 to 500mg/dl. The customer treated with a bolus. Customer required assistance with carelink and troubleshooting provided assistance. Customer indicated that their doctor has been contacted regarding their high blood glucose. Customer declined further high blood glucose troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.